Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that primary IV infusion set broke apart while installing into the IV pump. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0500 lot number 24053004 was performed. The search showed that a total of 85,983 units in 1 lot number was built on 02may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Primary IV infusion set broke apart while installing into the IV pump. Nurse primed line per protocol. As nurse was installing the tubing into the IV pump the line came apart at the connection point between the blue and white machine lock and the patient side of the IV tubing. Nurse had put the upper collar in the upper circle and was pulling the machine lock into the IV machine when this happened.